Event description:
It was reported that the patient presented for a system implant procedure. During the procedure the guidewire would not advance fully into the left ventricular lead. The lead was not implanted. A new left ventricular lead was implanted. The patient was stable throughout.